Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no alert/notification occurred. On 08/13/2024, it was reported that on 08/12/2024, the patient experienced no audio output which occurred on an unspecified day after the sensor was inserted. It was reported by the patient's mother that the patient was in switzerland traveling. On 08/12/2024, she went to bed with a cgm reading of 130 mg/dl. Around 8:00am the following morning, the patient's roommate tried to wake her up, however, she was unresponsive. No continuous glucose monitor (cgm) or blood glucose (bg) meter values were reported. Emergency medical services (ems) was called. Ems arrived and treated the patient with an unspecified intravenous (IV). The patient recovered after treatment and was not transported to the hospital. The patient's mother reported this issue occurred because the patient did not receive any alerts on her phone alerting her to her hypoglycemic state. The patient was in good condition at the time of report. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that no alert/notification occurred. On (B)(6) 2024, it was reported that on (B)(6) 2024, the patient experienced no audio output which occurred on an unspecified day after the sensor was inserted. It was reported by the patient's mother that the patient was in switzerland traveling. A review of performance data shows that the patient's low alert and her urgent low soon alert were both disabled at the time of the incident. The urgent low alert is fixed at 55 mg/dl and was set to sound with a snooze period of 30 minutes. The no readings alert was enabled and was set to trigger after 20 minutes of continuous sensor error. The patient was also found to be using a headset device at the time of the incident. Please note that all alerts mentioned below were delivered through the headset output until 10:10 am, at which point the alerts were delivered through the smart device speaker. According to performance data, at 2:59 am on (B)(6) 2024, the patient's estimated glucose values (egvs) dropped below the urgent low alert threshold and the system delivered an urgent low alert at partial volume with an estimated glucose value of 54 mg/dl. The patient experienced sensor error for the next five minutes. At 3:09 am, the system again delivered an urgent low alert at partial volume with an egv of 43 mg/dl; this alert was acknowledged immediately. The patient's egvs dropped further to 42 mg/dl at 3:14 am and she then entered a period of sensor error from 3:19 am to 4:04 am. At 3:39 am, 20 minutes after the sensor error started, the system delivered a no readings alert at partial volume. The system continued to deliver no readings alerts at partial volume every five minutes until the sensor error ended at 4:04 am; none of these alerts were acknowledged. At 4:09 am, the system delivered an urgent low alert at partial volume with an egv of 49 mg/dl. At 4:14 am, the system delivered another urgent low alert at half volume with an egv of 51 mg/dl. At 4:19 am, the system delivered another urgent low alert at full volume with an egv of 51 mg/dl. The patient's egvs stayed below the urgent low threshold and the system continued to deliver urgent low alerts at full volume every five minutes until 4:44 am. None of these alerts were acknowledged. From 4:49 am to 5:04 am, the patient experienced a brief period of sensor error. When her readings came back at 5:09 am, she was above the urgent low alert threshold with an egv of 62 mg/dl. However, at 5:24 am, the patient's egvs again dropped below the urgent low alert threshold and the system delivered an urgent low alert at partial volume with an egv of 53 mg/dl. At 5:29 am, the system delivered another urgent low alert at half volume with an egv of 51 mg/dl. At 5:34 am, the patient entered another period of sensor error that lasted until 7:24 am, after which the patient experienced a sensor failure. At 5:54 am, 20 minutes after the sensor error started, the system delivered a no readings alert at partial volume. The system continued to deliver no readings alerts at partial volume every five minutes until the sensor error ended at 7:24 am; none of these alerts were acknowledged. At 7:29 am, the patient experienced a sensor failure and the system delivered a sensor failed alert at partial volume. At 7:34 am, the system delivered a sensor failed alert at half volume. At 7:39 am, the system delivered a sensor failed alert at full volume. The system continued to deliver sensor failed alerts at full volume every five minutes until the alert was finally acknowledged at 10:45 am. The reported allegation was confirmed. The root cause was determined to be use error as the patient's smart device was connected to a headset output at the time of the incident. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) b5 describe event or problem - correction. D4 catalog no - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information/correction. H6 codes: type of investigation - additional information. H10 corrected data.